Event description:
It was reported that an ilet user experienced a fingerstick-confirmed low blood glucose of 55 mg/dl after previously overtreating a perceived low with oral glucose, which had driven glucose as high as 401 mg/dl and now being brought low again by ther corrections algorithm; the issue was attributed to improper or incorrect treatment procedure while using the device, with no specific device component implicated. Symptoms included hyperglycemia and hypoglycemia with diaphoresis. Outcomes included serious injury requiring unexpected medical intervention. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, while a usage problem was identified consistent with overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error contributing to the event.